Event description:
On (B) (6) 2009, the patient underwent an arthroscopy of the right shoulder joint and an arthroscopic subacromial decompression due to subacromial impingement. The procedure used an ultravac with integrated cable wand. The patient sustained a second to third degree skin burn three centimeters by ten centimeters in size on the right upper arm. The burn was treated with once-off necrectomy as well as regular dressing changes. On (B) (6) 2009, the patient was transferred to outpatient treatment. The burn may result in a scarring on the upper arm.

Manufacturer narrative:
The wand was discarded by the user facility and is not returning to arthrocare for investigation. Also, a lot number was not provided for the wand; therefore, a lot history review cannot be performed for the device. The physician confirmed that he did not attach the wand to hospital vacuum equipment and set to 200 to 400 mmhg, as per the instructions for use. He confirmed that he used "open" suction and believes the burn was caused by this.